Manufacturer narrative:
Sc-1200. (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg would rarely get to three bars when charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg would rarely get to three bars when charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.